Manufacturer narrative:
(B)(4)

Event description:
It was reported that the pt experienced a catheter dislodgement. A catheter replacement was subsequently performed. The pt's pump initially contained: dilaudid at a concentration of 16 mg/ml and a dosage of 9.6 mg/day; and bupivacaine at a concentration of 24 mg/ml and a dosage of 14.4 mg/day. The concentrations of the pump medications were maintained, but the dosages were changed to: dilaudid at 4 mg/day, and bupivacaine at 6 mg/day. No further details, pt symptoms or outcome were provided. Additional info was requested, but not received at the time of this report. A follow-up report will be filed if additional info becomes available.